Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10307. The pt ((B)(6)) received a dbs system which includes a dbs lead and dbs lead extension. It was reported high impedance values are present when stimulation is increased. It was determined that surgical intervention is necessary to interrogate the dbs system. Surgical intervention is pending pt approval. If approved, surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.